Event description:
A malfunction occurred with a pump, accompanied by malfunction code malf 24, and fault ID 0x2219. There was no adverse impact to the customer's blood glucose level. The pump was not resettable, so the customer was advised by technical support to replace it. The customer was to use multiple daily injections as a backup therapy and was informed that the replacement pump would have updated software. Instructions on putting the pump into storage mode and returning it to tandem were provided, and the replacement pump was shipped without requiring a delivery signature.